Event description:
A materials specialist reported a yellow warning was received indicating the probe was not recognized and cassette leakage was noted during surgery. Pt impact is unk. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).